Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that when the programmer moved just a bit the power would recycle and the power cord was therefore replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that when the programmer moved just a bit the power would recycle. It was speculated that it may be attributed to a bad power supply. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that when the programmer moved just a bit the power would recycle. It was speculated that it may be attributed to a bad power supply. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.